Event description:
It was reported that there was a white fiber in a large volume infusor. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14n021 was manufactured between december 05, 2014 and december 08, 2014. The device was received for evaluation. Visual inspection on the returned unit noted a white particle approximately 1.35 square mm in size floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.